Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Neurological event and pain (head) may occur during this type of procedure and as listed in the instructions for use; neurological event and pain (head) are known observed and potential adverse patient events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a study that 2 days post a left internal carotid artery stenting procedure, the same day of discharge, the patient presented to the emergency room with a complaint of left-sided headache, slurred speech, no control of tongue and right facial droop. Heparin was given. The patient was admitted and a neurological consult was completed. A head CT showed a small right lacunar infarct, which was likely old; additionally, it was noted it did not fit with the patient's neurological presentation. It was felt that the symptoms were possibly due to reperfusion syndrome after carotid stenting, but the physician could not be sure of this and thought it may have represented simply transient ischemic attack unrelated to the previous carotid intervention. A transesophageal echo was performed which revealed no patent foramen ovale or atrial septal defect. There was no evidence of intracardiac thrombus. The patient's symptoms resolved on an unspecified date. The event at discharge was reported as a transient ischemic attack. The patient was reported as improved and was discharged (B)(6) 2011. No additional information was provided.